Event description:
It was reported that a patient underwent an open ventral hernia repair on (B) (6) 2010. After 80% of the mesh was already sutured, the remainder of the mesh became delaminated. The orc layer separated from the soft prolene. The mesh had been trimmed prior to use. The mesh was used with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4) - delamination. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.